Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfsf004 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "after accessing patient's implanted port using miniloc 22g 3/4in needle, I drew labs per protocol. While cleaning end of line with alcohol swab, the swab got caught on something sharp. I noticed a shard of plastic was hanging off the end of the line. It was still attached to product and did not dislodge. Pt did not experience any harm from defected product. I deaccessed pt's port and threw product away but kept original packaging."